Event description:
The v-60 bipap found off while on a patient in the emergency department. Respiratory therapist attempted to turn unit back on and it came on for a few minutes and turned back off and said "bent inoperable", "proximal line failure" and gave an error code of "1007". The patient's oxygenation levels and heart rate did not change and the patient was stable. He was taken off bipap and placed on a nasal cannula.